Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was found unconscious on the ground by his parent. He was brought to the emergency room (ER). At the ER, the patient¿s cgm was reading 90 mg/dl and the patient¿s bg level was 1692 mg/dl. The patient was in a coma and diagnosed with diabetic ketoacidosis (dka). The patient was treated with IV insulin, IV fluids, and electrolytes. The patient was discharged home after 3 days. The patient was ¿stable and fine¿ at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.